Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 400 mg/dl for two weeks. Customer stated that the endocrinologist made some adjustments to her setting range during the visit on (B)(6) 2016. Customer's current blood glucose is 246 mg/dl. Customer stated that the high blood glucose caused her eyes to be blurry. Customer bolused for her high blood glucose. Customer stated that she had 1 day where the pump didn't offer her enough insulin based on the high blood glucose level. Customer reported that she has contacted her health care professional regarding the unexplained high blood glucose. Customer stated that she got a couple of no delivery alarms. Customer has not treated today since 11:07 am and her blood glucose was at 267 mg/dl. Customer stated that she will treat after eating. Customer declined to perform the high pressure test. Customer completed troubleshooting. Customer was advised to do a complete set change. Customer will also be sent a tubing clamp.